Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non sustained lead noise due to post-paced t-wave oversensing on the ventricular lead was observed via remote transmission. The patient is asymptomatic. Programming changes were made.